Event description:
It was reported that during a da vinci-assisted surgical procedure, the insufflator repeatedly was giving messages regarding high or low pressure. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the insufflator to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The insufflator was analyzed and found an internal error on the insufflator the complaint was confirmed based on the results of the investigation, which indicates that the device may have contributed to the customer reported issue.